Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) used list# 100/199/080j, tracheal tube clear murphy eyesoft seal cuff 8.0mm japan 10/ca; lot# 4380571 was returned for evaluation, along with a video. Part was tested and inspected. Customer's reported issue of cuff deflation/leakage could not be confirmed or replicated.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak occurred during patient use. There was a patient involvement, but no harm/adverse event reported.